Event description:
It was reported by the rep that the device was during laparoscopic live donor kidney transplant. The surgeon clipped the renal artery, and as he stapled a acorss the renal vein he fired across the clips on the pt side of the renal artery. When the jaws of the ets were opened, the clip was pulled off the vessel.